Event description:
Information was provided to the (B) (6) representative regarding hemodialysis patients positive for (B) (6) in (B) (6). The hemodialysis machines in use by the facility were sps550s. Reportedly, the local (B) (6) shut down the center for an investigation. Two sps550 units were used for the hd patients. Reportedly, the investigation requested information regarding the disinfection procedure for this device. The local national guidance on disinfection with chlorine bleach should be no less than 0.5 hour. The baxter operator manual indicates use of the chlorine bleach for 15 minutes inside the dialysate flow tubing. Information was requested from baxter regarding the effectiveness of the disinfection procedure. Information has been received which suggests that the facility was reusing hemodialysis supplies. Additionally, information has been received which indicates that the facility does not follow the operator manual guidelines for disinfection of the device.

Manufacturer narrative:
(B) (4).the device will not be returned for evaluation.

Event description:
The account alleges that the siderails will not latch.

Manufacturer narrative:
(B)(4). Additional information received clarified that the report applies to two baxter owned dialysis machines . Two baxter sps550 machines were identified. Report numbers (B)(4) and (B)(4) are opened to address the two baxter hemodialysis machines that were in use at this facility. This report was seen in media news on internet for the hospital. The media news stated that 10 plus patients were contaminated with (B)(6) in the hd center since mid of last year but the facility also had other brands of hemodialysis machines that were not produced by baxter in use at the facility.